Manufacturer narrative:
One pneupac¿ parapac plus was received for analysis in good condition. No damage was noted to the unit during visual inspection. Functional testing was conducted and showed all functions correct and within specifications. The device was cycled in all settings and the reported fault could not be duplicated. The fault could not be confirmed. (B)(6).

Event description:
It was reported that during the use of a pneupac¿ parapac plus, the health care provider found that the gas flow was not switched from the inhalation to the exhalation mode. The gas continued to flow even in the inhalation mode. When the event occurred, the high pressure alarm was activated. The patient could not breathe spontaneously. The patient was switched to a different ventilator. There was no patient injury.